Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
On (B)(6) 2013, it was reported that this vns patient was admitted to the hospital in status epilepticus and was starting to lose use of his limbs (due to the status event). The patient previously had seizure relief with vns and was rarely in the hospital and no previous problems were noted by the parents. The patient was unable able to communicate due to a learning disability. A system diagnostic on this date indicated dcdc=7 and limit output status. The patient's settings at this time were provided. The device was disabled. X-rays were taken. Images were reviewed by the manufacturer, but no gross lead discontinuities were noted. Pin insertion appeared to be complete. There was reportedly quite a lot of head thrashing over the past couple of weeks which may have caused a problem with the lead. Surgery is like but has not taken place.